Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. During the treatment, attempt was made to adjust a position of the trunk-ipsilateral leg component using the constraining mechanism. Because the contralateral gate was a horizontal position at an outer curvature, trying to rotate the device and the proximal end of the trunk-ipsilateral leg fell off the neck. At the time, a stiff guidewire was moved down. While trying to push up the trunk-ipsilateral several times to back into the neck, blood pressure decreased. An angiography was performed and revealed that the aneurysm was ruptured. For treatment, the trunk-ipsilateral leg was deployed with aorta occlusion using a balloon then a stent graft was inserted to try to implant proximally. However, the stent graft was not able to be advanced due to flexure of a guidewire. The physician decided to convert to an open surgery. The trunk-ipsilateral leg component was removed surgically and a bifurcated graft replacement was performed. The patient tolerated the procedure. The physician stated that an angiography revealed that the neck was shorter than expected. The rupture was on the outer curvature.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis component migration, surgical conversion. The conformable excluder device IFU were reviewed with respect to the complaint detail for the applicable region and time period. The below statements were identified as having a relation to the complaint. Intended use or effect: they are intended to exclude the aneurysm from blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease (including an aneurysm from abdominal aorta to iliac artery) and who have appropriate anatomy as described below: 3. Proximal aortic neck angulation = 60° [anatomical requirements] 3. Proximal aortic neck angulation = 60° with minimal thrombus and / or calcification. Precautions: 1. Essential basic precautions the safety and effectiveness of the gore® excluder® conformable aaa endoprosthesis have not been evaluated in the following patient populations: patients with less than 10 mm in length or > 60° angulation of the proximal aortic neck evaluation: two photographs were provided for evaluation. The primary reported device failure modes, the inability to reposition the device when reconstrained and distal movement of the device during deployment, could not be independently confirmed through evaluation of the provided photographs. The photographs are consistent with the reported information in that they show the device has been in contact with blood, was deployed, and separated from its delivery system. No further product performance conclusions could be drawn from the provided photographs. Emdr section h6, codes c19, d12, d15, d1101 updated to reflect results of investigation.